Manufacturer narrative:
The customer reported occlusion in filter, and returned 1 sample of material mz9270, lot 24039216. The sample was infused with water, and the complaint was verified. The sample was sent to supplier of the filter for further evaluation. The supplier investigation found no issues with the filter component. The potential root cause for the occlusion is related to the end user/drugs solutions used for infusion. Device history record review for model mz9270 lot number 24039216 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 12mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was occluded the following information was received by the initial reporter with the following verbatim: 2 products with the same lot number. First one: would not flush. Second one: started leaking from the small hole on the back of the filter.